Manufacturer narrative:
H3: product analysis # (B)(4): product: 75446540, lot # h5988303 visual examination confirmed that the screw was broken at the neck. Microscopic examination revealed that the breakage was caused due to cyclic fatigue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with screw h aving l4-s1 fixation therapy. It was reported that the patient experienced lower back pain and an awkward noise in the lower back post-operatively. X-ray imaging revealed that the screw was broken at the s1 level. There was fracture at the base of right s1 pedicle screw adjoining the posterior rod. A minimal anterolisthesis of l5 over s1 with bilateral l5 pars interarticularis defects were observed for the patient. The explant revision surgery was performed on (B)(6) 2026. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review results updated. 1. Ap lateral x-ray l4-s1 posterior fixation no interbody grafts. 2. 2 panel lateral x-ray appears to be separation of the screw shank <(>&<)> tulip on one of the sacral screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.